Event description:
The customer contacted physio-control to report that during testing their device shocked at 240 joules at an energy selection of 360 joules. As a result the wrong defibrillation therapy may be delivered to a patient, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's deice and verified the reported issue. Physio performed the defibrillation calibration procedure to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. A root cause for the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during testing their device shocked at 240 joules at an energy selection of 360 joules. As a result the wrong defibrillation therapy may be delivered to a patient, if it was needed. There was no report of patient use associated with the reported event.